Event description:
Lap bso - "dr. (B)(6) and dr. (B)(6) were removing an ovary and as they were pulling it through a 12mm applied c0r28 incision site they pulled bag to top of incision and could not get ovary and bag out and the bottom of the bag busted. This happened to two bags. On the 3rd bag, they opened the bag and worked the bag back and forth and the bag and ovary came out fine." "They had to refish the ovary out of the patient."

Manufacturer narrative:
Product anticipated to return. Follow up will be provided upon completion of investigation.